Event description:
This spontaneous case was reported by a physician and describes the occurrence of myalgia ("muscle pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder. In 2014, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), sleep disorder ("sleep disorders"), visual impairment ("vision problems") and crying ("crying fits"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2017. At the time of the report, the myalgia, arthralgia, sleep disorder, visual impairment and crying outcome was unknown. The reporter provided no causality assessment for arthralgia, crying, myalgia, sleep disorder and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-jun-2017 for the following meddra preferred term: myalgia. The analysis in the global safety database revealed 24 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.